Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet system issued an occlusion alarm during the night, the tubing was found kinked, and after unkinking, the infusion set and tubing were replaced; blood glucose rose to approximately 303 mg/dl, later decreased to 130 mg/dl by morning, and rose again to about 300 mg/dl after an unannounced protein shake before decreasing to 146 mg/dl, indicating resolution after the supply change. Symptoms included feeling light-headed. Outcomes included no professional medical intervention, no backup therapy, and no ketone testing. Investigation included review of device function based on user report and troubleshooting actions performed by the user. Investigation of this case revealed an occlusion that resolved after the infusion set and tubing were changed. It was concluded that the event was related to an infusion set occlusion and kinked tubing, and the device functioned as expected after supply replacement and appropriate meal announcement guidance.